Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. The event history log was downloaded and functional testing performed but the reported issue could not be replicated or confirmed. The root cause was unknown. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that ¿there was a problem on ac connector¿. There was unknown patient involvement and unknown patient harm.